Event description:
Procedure: laparoscopy. Pt sex: unk. Reportedly, when the device was applied, the staples line did not form correctly. The staples were opened and the tissue opened and there was bleeding. The surgeon states that she may have included add'l unintentional tissue in the jaws of the device when it was fired.